Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was moved out of its position prior to the stenosis. The stent was removed, and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event.